Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6. One 4mm tip, medium curl, safire ablation catheter was received for evaluation. Electrode 1 and the thermistor/thermocouple met specifications during electrical testing. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported communication issue and subsequent delay could not be determined.

Event description:
During a supraventricular tachycardia procedure, a communication issue occurred causing a procedure delay. An error message was noted on the ampere generator stating that the catheter was not connected (despite the catheter being visualized with good signal quality) and ablation was not possible. The cable and generator were exchanged which did not resolve the issue. The catheter was then exchanged and the procedure was completed with no adverse consequences to the patient.